Manufacturer narrative:
(B)(4).

Event description:
An under-dose was reported. The pt's symptoms were nausea, and stomach pain. The pt started feeling sick the week prior to (B)(6) 2010. On (B)(6) 2010, the pt started to hear an audible dual alarm consisting of 6 beeps. The next refill session was scheduled for (B)(6) 2010, however, the refill was planned to be moved up to (B)(6) 2010. It was indicated that the pump looked like it was running at the time of the physician visit. The pump was alarming every hour for the past two weeks, but it was noted that the physician believed the pump was fine. The pt's status was fair. On (B)(6) 2010, it was further reported that the audible critical alarm was confirmed by telemetry. The alarm was indicating motor stalls/constant motor stall, with the first occurrence on (B)(6) 2010. The pump had multiple motor stalls in addition to a tube set error. The pt was noted as going through withdrawal. The pt did not have an MRI done, nor had she been introduced to any new environments. The pump was administering the following: prialt (18 mcg/ml at 6.192 mcg/day), baclofen (3,000 mcg/ml at 1,032 mcg/day), and clonidine (200 mcg/ml at 68.8 mcg/day). On (B)(6) 2010, it was later reported that the pt's pump had been turned off with drug still in it. The pt indicated that she never was having therapeutic effect. The pt's condition was still noted as being fair. On (B)(6) 2010, it was reported that the pump was still alarming, as "it had ran out". The pt was searching for a physician to replace her pump. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.